Manufacturer narrative:
The lot was manufactured between april 26, 2017 ¿ april 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused. The expected infusion time was 48 hours, but had not infused and was left in place for an additional 48 hours past the time the infusion was expected to be completed, at which time it was taken down and disposed of. The device had been filled with 3600 mg fluorouracil in 0.9% saline diluent to a total fill volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.